Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient's mother stated that sensor wire may have fallen on floor upon sensor pod removal. At the time of the call with dexcom technical support, patient's mother reported no injuries or medical intervention.